Event description:
It was reported that a revision surgery was performed due to rotation of acetabular component.

Manufacturer narrative:
The affected devices were returned and evaluated. They were examined visually and macroscopically. No destructive testing was performed. The bone contacting surface of the shell has no bone growth on the surface. The polished inside surface of the shell and the outer surface of the polyethylene liner that was locked into shell have mild scratches on the surfaces that likely occurred during usage due to micromotion between the components. The femoral head and liner articulating regions have mild scratches that likely occurred during articulation. No damages on the femoral head taper were noted. The spherical head screws have burnishing on the shaft near the screw head region likely due to rubbing against the shell. Visual inspection of the implants showed no features or damages on the component that could have contributed to the acetabular component rotation. Lack of bone growth on the shell may have contributed to the acetabular component rotation. The exact cause of the reported failure could not be determined from the analysis.